Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report after the mitraclip procedure, the posterior leaflet was noted to be ruptured. It was reported that the mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 1-2. On (B)(6) 2022, while performing a tricuspid intervention, it was noted that the posterior leaflet of the mitral valve had ruptured right at the tip of the clip. The clip remains attached to both leaflets, but mr has increased to 3. There was no intervention performed for the mitral valve. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue damage could not be determined. The reported mitral regurgitation (mr) was a cascading event of reported tissue damage. Additionally, the reported patient effects of tissue damage and mr are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.